Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 500 mg/dl and as low as 60 mg/dl. Customer experienced thirst and treated their high blood glucose via insulin pump. Customer had issues with their basal and bolus delivery levels. Customer advised the cannula was kinked which may have resulted in high blood glucose levels.